Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, crease fold, wear abrasion, the weight the device within specification and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe contracture;" patient's concern with the device.

Event description:
Healthcare professional reported patient¿s concern with the product. Healthcare professional additionally reported "severe contracture," baker grade unknown. Affected side is right. Device has been explanted.